Manufacturer narrative:
The product remained implanted in the patient (post-mortem) and is thus not available for analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product remains with the patient post-mortem and is thus not available for analysis. Review of the manufacturing documentation confirmed that the pump met all requirements for release. There is no evidence to suggest that a device defect caused or contributed to the reported event. No additional information will be forthcoming.

Event description:
This event involved a patient 1 year and 4 months after heartware lvad implantation. The patient presented with left sided weakness and was airlifted to the managing hospital. Left middle cerebral artery thrombus was detected and thrombectomy was performed the next day. After the procedure, attempts to wean respiratory support were unsuccessful due to neurologic changes; the cerebral artery was found to be remained 100% occluded; no additional procedures were considered. On the second day of hospitalization, the sounds of the pump were noted to have changed and were described as ¿excessive vibration;¿ ventricular function did respond to speed changes. Review of log files did not show changes in power consumption. Pump exchange was not considered as site was concerned the patient will have a massive head bleed upon heparinization. Support was withdrawn and the patient died 4 days after initial onset of the event. Investigation is ongoing.